Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple internal insulation abrasions were found between the shock coils breaching all the lumens. All the etfe cable coatings and the ptfe liner were intact in all these locations. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.